Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons are unresponsive. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had battery life was diminished and rejected new battery. Customer stated that the insulin pump had grinding noise when priming and it also loss the setting when changing the battery. Customer stated that insulin pump had slow down the ability to get insulin because she was trouble shooting. The insulin pump will not be returned for analysis.